Event description:
Caller states that he went to the va emergency room due to high results on the device. He states that his device read 228mg/dl while the va's device read 106mg/dl. No treatment received. He reportes that a different day his device read 206mg/dl while the va's device read 105mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.